Event description:
Reference number (B)(4). Event occurred in colombia, it was reported that the patient faced cannula detached from the body event on (B)(6) 2024 which led to tape not sticking event. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: colombia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.